Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 occurs when powering on (due to a faulty plug unit). The most probable cause of the complaint is cause traced to component failure. (B30) the most probable cause of the complaint is no problem detected. (No image, vertical stripes, error e226) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image, vertical stripes and error code e226 during inspection for use. There were no reports of patient involvement.